Event description:
On friday (B)(6) 2017, we had an event in our cath lab where it is suspected that a small portion (2 cm) of hydrophilic coating was retained during lower extremity arteriogram. A needle was not used. (Only sheath, glide catheter and glide wire.) Diagnosis: intermittent claudication in both lower extremities. Sheath and glide catheter introduced, then wire introduced through chronic total occlusion of the popliteal artery; when advancing the wire passing the curvature into straight portion, the wire could not be advanced any further. It was noted that a radiopaque material was left in the proximal portion of the occluded artery. Further studies showed the wire was intact, but the possibility of dislodgement of filling material cannot be ruled out. It was very small in size, approx 2 cm and did not occlude any flow that was not already occluded. Subsequently attempted to pass through into the dorsalis pedis, then to the plantar artery. Only able to advance to the proximal portion of the plantar artery and difficult to advance further. No further attempt made; procedure concluded. Wire and glide were retained for investigational purposes.